Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon fired the first three clips across the cystic duct and they would not hold tissue. No clips fell into the patient, they were removed. Another device was used to complete the procedure. There was no patient consequence reported. No other information was provided to the materials manager. The device was left in a bag with a note.

Manufacturer narrative:
(B)(4). Additional information: the analysis result of the er320 device found that it was received with the floor damaged. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed four conforming clips and it ejected eight clips; finally, the instrument locked out as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The floor damage contributed to the improper feeding of the clips; however, no conclusion could be reached as to what may have caused the damage at the floor.

Manufacturer narrative:
(B)(4).